Manufacturer narrative:
Per the user guide: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 525 mg/dl. The customer initially thought that the pump was not delivering insulin. The customer was admitted to the hospital and bg was 330 mg/dl upon arrival. Insulin injections were administered. The customer was discharged on (B)(6) 2018. Bg was resolved. Upon troubleshooting with tandem technical support (cts), no pump issues were identified. An incomplete bolus alert was found in the pump history. The customer intended on delivering the bolus prior to the hospitalization; however, had not completed it. Cts educated the customer on why the incomplete bolus alert occurred. The customer acknowledged the information and that the pump was delivering insulin as intended. The customer reverted to using manual injections for insulin therapy until the consulting with a healthcare provider. The customer declined further assistance from cts.